Manufacturer narrative:
(B)(4). Manufacturing dates june 12, 2013 ¿ june 13, 2013. Evaluation information: the cause of the rupture could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned basal/bolus infusor, a ruptured reservoir was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 11, 2013 - june 13, 2013. Visual inspection revealed the ruptured reservoir. The reservoir was microscopically analyzed, and markings on the interior surface of the reservoir were observed near the rupture line. A batch review was performed, and no issues during manufacturing were identified. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.